Event description:
It was reported that during the pre-test, draining water from the foley catheter was difficult. Per follow up information received on 06oct2025, stated that in use but prior to insertion into patient.

Manufacturer narrative:
The reported event is unconfirmed. Received (8) photo samples. Visual inspection of the photo samples noted two opened, used 2-way silicone catheters with sample port connector and syringe. Verified material number 2758j14, batch number ngjz2834, and lot number mykr3309. Phot #2 and #6 show asymmetrical balloon might be due to inadequate inflation. Therefore, no new pr number needed. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received 2, 2-way foley catheters with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloons of both catheters were partially inflated prior to the start of this evaluation. This sample was tested for "difficult to deflate". The first (1) catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and catheter was allowed to rest with no observed leaks. Deflated ballon passively and successfully in 37 seconds with no cuffing noted. The second (2) catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and was allowed to rest with no leaks observed. Balloon deflated passively and successfully in 43 seconds with no cuffing noted. A review of the device history record... Corrections made to tab(s) d, f. H. Initial reporter complete facility name: local independent administrative institution kitakyushu city hospital organization kitakyushu city medical center. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, draining water from the foley catheter was difficult. Per follow up information received on 06oct2025, stated that in use but prior to insertion into patient.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.